Manufacturer narrative:
Please refer to additional event description in section b.5. And updated information in b.1., b.2., d.6b., h.1., h.6.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The field representative had requested to have data from this device analyzed however, the files for analysis have not been received at this time. Additional information is being requested from the field. This device remains in service. No adverse patient effects were reported. It was additionally reported that the s-ICD displayed an error indicative of early battery depletion. The device was subsequently explanted and replaced and no complications were reported. It was not reported whether the device would be returned.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The field representative had requested to have data from this device analyzed however, the files for analysis have not been received at this time. Additional information is being requested from the field. This device remains in service. No adverse patient effects were reported. It was additionally reported that the s-ICD displayed an error indicative of early battery depletion. The device was subsequently explanted and replaced and no complications were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The field representative had requested to have data from this device analyzed however, the files for analysis have not been received at this time. Additional information is being requested from the field. This device remains in service. No adverse patient effects were reported.